Manufacturer narrative:
(B)(4). Batch number - r58a6t. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Photographic analysis: one video was provided; the video shows jaws with a white reload loaded. At the 00:11 mark, the jaws are placed and closed over tissue. At the 00:18 mark the device is fired. At the 00:25 mark the jaws are removed from tissue and bleeding is observed. Based on the video alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information requested and received: were clips or any hard objects used in the vicinity of device firing? No. Were any unusual noises heard while firing device? No. What was the healthcare professional who fired the endocutter experience with device? Experienced. What is the current patient status? Stable and in hospital now.

Event description:
It was reported that there was bleeding. During the endoscopic resection of right upper lobe of lung, when did wedge resection of lung, after fired with three ecr45gs, the staples with good b-shape, but oozing. When severing the pulmonary artery with ecr45w, after fired, noted pulsatile bleeder. Used hemolock to stop the bleeding. The surgery changed to open, the patient lost about 1800-2000cc blood, with blood transfusion, the surgery delayed about 2 hours. The patient is stable and in the hospital now.